Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. D8: was this device ever serviced by a third party? "Unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? Updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information: h11: evaluation summary. Evaluation summary: the reported event was no image. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No harm occurred to the patient, and the procedure was successfully completed using a backup device. Based on the investigation, it was considered that damage in the bending section at the distal end of the gastroscopy device may have contributed to the no-image condition. A potential root cause of this failure was considered to be damage to the bending section associated with long-term use of the device. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: on 07-nov-2025. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified because the device was manufactured prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 09-sep-2014. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
The device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 14-oct-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10 serial number (B)(6) in china within the apac region. During an endoscopic procedure, the endoscopic image turned black and the video signal was lost, resulting in a complete disappearance of the image. The endoscope was withdrawn from the patient's body and the procedure was completed using an alternative endoscope. Subsequent inspection at the facility confirmed that there was no looseness at the connection between the endoscope and the processor. The processor was restarted and the endoscope was reconnected for testing, but no image was displayed. The initial assessment suspected a disconnection of the circuit inside the bending section of the endoscope and the device was returned for repair. The issue caused a delay in the procedure. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.